Event description:
The customer reported the system's cine hard drive was not detected and a cine disk error message was displayed after boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The cine boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.